Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue and log analysis. Analysis was unable to determine the probable cause of the issue and if it relates to software anomaly based on the review of the information documented on record. The system logs were unable to capture the potential software root-cause of navigational inaccuracy. This case may be re-opened if additional information is received. Analysis was inconclusive and probable cause was unable to be determined.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that surgeon felt inaccurate during the procedure. After auto-registering with the imaging system, the surgeon was 5mm inaccurate inferior. Cs and or team confirmed the reference frame and patient had not moved after registration. The entire exam was transferred without error. Inaccuracy was being initially experienced with a globus product that's comparable to the mdt tap. They then used an mdt probe and the same inaccuracy occurred. Account took a second spin and felt more accurate. Issue occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact to patient outcome.